Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the visit, the patient reported experiencing shortness of breath with mild exertion in recent developments. The pulse generator was examined and it was discovered that the left ventricular lead could not produce adequate output for the patient. On (B)(6) 2019, the lead was successfully explanted and replaced. There were no complications with the procedure.